Event description:
It was reported that during use with the bd vacutainer® 9nc 0.129m plus blood collection tubes, tubes did not contain the correct quantity of additive. There was no report of patient impact.

Manufacturer narrative:
E1. Initial reporter prefix: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated with new and/or corrected information: b.5. It was reported that during use with the bd vacutainer® 9nc 0.129m plus blood collection tubes, tubes did not contain the correct quantity of additive. There were also issues with tube vacuum, and the tubes did not fill. There was no report of patient impact. H.6. Medical device problem code: a020602 - component missing h.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, twenty (20) retention samples from bd inventory were evaluated by functional draw testing and no issues were observed relating to no fill as all samples met specifications. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to additive abnormality as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manuf.acturing of the product. This complaint is unable to be confirmed for the indicated failure modes of no fill and additive abnormality. Bd was not able to identify a root cause for the indicated failure modes. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10

Event description:
It was reported that during use with the bd vacutainer® 9nc 0.129m plus blood collection tubes, tubes did not contain the correct quantity of additive. There were also issues with tube vacuum, and the tubes did not fill. There was no report of patient impact.